Event description:
During an ablation procedure for an atrial fibrillation, an intellanav mifi open-irrigated was selected for use. The maestro displayed an alert related to high temperature detected. The catheter was checked and found the fluid side port broken off, so fluid was leaking from the device handle, on the proximal end of the handle, and also the luer was damaged. The generator used was a maestro 4000 with a metriq pump with a flow rate of 17 ml/min. So, to solve the issue the catheter was replaced, and no patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing totally detached or separated from the luer fitting at the adhesive joint. Laboratory analysis found a leak reportable malfunction on the tubing set and confirmed the reported clinical observations.

Event description:
During an ablation procedure for an atrial fibrillation, an intellanav mifi open-irrigated was selected for use. The maestro displayed an alert related to high temperature detected. The catheter was checked and found the fluid side port broken off, so fluid was leaking from the device handle, on the proximal end of the handle, and also the luer was damaged. The generator used was a maestro 4000 with a metriq pump with a flow rate of 17 ml/min. So, to solve the issue the catheter was replaced, and no patient complications were reported. The device has been returned.